Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. We are currently unable to establish a relationship between the device and the issue reported.

Event description:
It was reported that on august 21st, when performing a biopsy, the customer reported that they received a device driver error along with a clicking sound when they tried firing. The needle was already inside the breast, and they were unable to complete the biopsy. Patient was rescheduled. A field engineer examined the driver and confirmed the error, the field engineer replaced the driver with a new driver and tested functionality. The system is functioning properly and meets all manufacturer specifications. No other information is available.

Manufacturer narrative:
An investigation was completed: it was reported that on (B)(6) 2024, while performing a biopsy, the customer reported receiving a device driver error along with a clicking sound when they tried firing. The needle was already inside the breast, and the biopsy was unable to be completed. A hologic field service engineer visited the customer site and reported that the driver (b)(6 made a grinding noise during the homing process and failed to fire with a needle attached. The driver was replaced and tested with the system before being handed back over to the customer on (B)(6) 2024. Note: the impacted product in this complaint is listed as (B)(6) /bredrv; however, according to the case/workorder/complaint history, this driver was replaced on (B)(6) 2024 with (B)(6)/rm-brevdrv. An update to the child assets for the brevera system (B)(6) was inadvertently never performed. The device driver was returned, and a visual inspection of the device did not result in the identification of any surface-level damage. This was the third driver (B)(6) to be installed with the customer¿s brevera system (B)(6) and had been in use for 16 days at the time of the reported complaint. The reusable driver (B)(6) was connected to a known functioning brevera system (B)(6) in the post market quality lab. A biopsy needle, introducer, tissue filter assembly, and vacuum suction canister were acquired and properly connected to allow for a full functional test of the driver. Upon the initial startup of the capture application, no errors or faults were observed. A pre-procedure system check was performed a total of 4 times without failure. This included successful testing of the driver¿s arming and firing capabilities. Several test biopsy procedures were performed, during which real-time test biopsies/images were taken without issue. Throughout the course of testing, a total of 24 test cuts/images were performed/obtained without any driver errors or faults. Of note, a slight noise did emanate from the driver during the homing process; however, this noise did not result in a malfunction of the device. The top casing of the driver was removed to check for damage to any of the internal components, but nothing was discovered. Ultimately, the driver operated as expected. The reported issues were unable to be reproduced; therefore, root cause was unable to be established. To that end, there are a number of driver errors that point to various potential issues with the driver itself or the disposable portion of the biopsy apparatus. Some of those errors are simple status notifications and others represent a legitimate fault. Without knowing the type of error received by the customer, it is difficult to narrow down probable cause. Considering a popping noise was reported, it is possible that the disposable portion could have been misaligned at the time of the reported incident. The disposable portion of apparatus was not returned with the reusable driver; therefore, this theory is unable to be substantiated, and it remains unknown if there was a defect with the disposable casing. Conclusion: the reported issues were unable to be reproduced; therefore, root cause was unable to be established. To that end, there are a number of driver errors that point to various potential issues with the driver itself or the disposable portion of the biopsy apparatus. Some of those errors are simple status notifications and others represent a legitimate fault. Without knowing the type of error received by the customer, it is difficult to narrow down probable cause. Considering a popping noise was reported, it is possible that the disposable portion could have been misaligned at the time of the reported incident. The disposable portion of apparatus was not returned with the reusable driver; therefore, this theory is unable to be substantiated, and it remains unknown if there was a defect with the disposable casing. Due to tissue acquisition failure and the need for additional intervention (second biopsy scheduled), this event was reported to corresponding notified bodies. Future occurrences will continue to be monitored and trended. Device history record (DHR) review: a system DHR review performed. The device history record for the serial number involved (B)(6) was reviewed and were found to have met all manufacturing requirements prior to shipment for distribution. This includes final inspection and packaging inspection. Date of manufacture: 2023-07-05 (brevdrv ¿ (B)(6); 2024-07-08 (rm-brevdrv ¿ (B)(6) date of installation: (B)(6) 2024. System serial number: (B)(6) (rm-brevdrv); (B)(6) (brev100; console) unique device identifier (UDI) information for (B)(6): (B)(4).